Manufacturer narrative:
This report is being submitted to correct the following fields of the initial report. Please see corrected fields: b3, c, d2, d3, g1, g4, g6 and h2.

Manufacturer narrative:
Investigation: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the binaxnow covid-19 ag self card test. The user reported performing a test with an undisclosed brand and received positive results then performed a binaxnow test and received negative results. The binax now test was performed on (B)(6) 2021. Additional information was requested but has not been provided.